Event description:
It was stated that the customer passed away and was wearing the insulin pump at the time of the death. The cause of death was unknown. A phone call was made to the medical doctor's office for more information but there was no answer. A phone was then made to the home phone number and the customer's wife stated the cause of death was unknown and she agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.